Event description:
It was reported that during use the tubing disconnected at the sampling site. This event happened when trying to draw blood on neonatal patient. No injury as clinician was able to control the bleeding.

Manufacturer narrative:
Received one pediatric vamp jr. Dpt kit for examination. Dry blood was visible at the sample site. The pediatric tubing was detached from the proximal sample site (z-site) solvent bond joint. Indication of bonding solvent was present at a small area of the tubing bonding surface. The outer and inner diameters of the tubing were measured near the point of detachment and found to be within the allowable specification. Visual examination was performed under 10x magnification. The reported defect was confirmed to be a manufacturing defect. Actions were previously opened for this issue and the improvements are being added to the manufacturing process to address new complaints of this type. A device history record review was complete and documented that the device met all specifications upon distribution.